Event description:
Related manufacturer reference number: 2017865-2023-36444. It was reported a patient's atrial lead presented with under-sensing and loss of capture. High pacing impedance was also noted. The lead was explanted and replaced in a procedure on (B)(6) 2023. During the procedure, the atrial connector port of the implantable cardioverter defibrillator (ICD) fell out and would not stay in. The ICD was then also explanted and replaced in the same operation. Post-procedure the patient was stable.

Manufacturer narrative:
Correction: return not received, appropriate codes inputted.